Event description:
Customer reported that he was hospitalized due to diabetic ketoacidosis and bladder infection. Customer stated that he had some bad infusion sets that cause a no delivery alarm. Last blood glucose value was around 300 mg/dl. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.